Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2007.

Event description:
It was reported that far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead. Lead reprogramming was performed which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.